Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a pulmonary biopsy procedure performed on (B)(6), 2011. According to the complainant, after taking approximately 15 biopsies from the tumor, a snap was felt at the handle and the jaws no longer functioned. The user reported that one of the pullwires broke, but remained attached to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken below the z bend. No damage was noted to the handle or handle spool. Further analysis of the broken pullwire found that the failure site exhibited evidence of fatigue striations, as well as tension and compression zones. The failure surface also presented with dimple ruptures which indicates a tension overload event typical of a fatigue fracture. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pullwire broke. The evaluation attributed the pullwire break to a bending cyclic event caused by over extension of the handle in the open position. Therefore, the most probable root cause is design. An investigation is underway to address pullwire issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a pulmonary biopsy procedure performed on (B)(6), 2011. According to the complainant, after taking approximately 15 biopsies from the tumor, a snap was felt at the handle and the jaws no longer functioned. The user reported that one of the pullwires broke, but remained attached to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.